Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no energy, tired, fatigued. A patient reported they were unable to test on the meter due to the test strip holder not staying in place. Their meter allegedly had a test strip holder issue. The result on their meter was unable to test. The result on their meter was unable to test. The result on the nurse's meter 97mg/dl. No comparison. Not treated. No further information has been reported.